Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" and "check therapy pad" messages) was confirmed. As received, the belt failed the te recognition test. Upon investigation, the solder joint connecting the front pulse wires was improperly done. The cause of the failure was the defective solder joint. The root cause of the pulse wires improperly soldered together inside the distribution node was an assembly error. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was recieving " adjust belt" and " check therapy pad" messages.